Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported there was leakage. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show an empty syringe. The syringe has residues of a red substance. It also has residues at the bottom part of the syringe barrel and over the rubber stopper. It is not possible to observe if residues were between the rubber stopper ribs. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the syringe 30ml ll s/c 56 experienced leakage. The following information was provided by the initial reporter: leakage (anticancer drugs).